Event description:
Per the clinic, the patient experienced an infection at implant site and was treated with local antibiotics (specific date and duration not reported). Following the treatment, the skin started to open and a needle aspiration was performed (date not reported). The patient was treated with oral antibiotics for another 2 weeks. Subsequently, it was reported that the receiver/stimulator was found to be extruded resulting in the decision to explant the device. The device was explanted on (B)(6) 2021 and the patient has not been reimplanted with a new device as of this report.